Event description:
The manufacturer received information alleging a patient with a remstar pro c-flex+ device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death

Manufacturer narrative:
The manufacturer received information alleging a patient with a remstar pro c-flex+ device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.